Manufacturer narrative:
The product remains implanted; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months and twenty-three days following the implant of this transcatheter bioprosthetic valve, the patient was admitted with a non-st segment myocardial infarction (nstemi). A perfusion scan revealed large ischemia in the left anterior descending artery (lad), the left circumflex artery (lcx) with transient ischemic dilation (tid) and reduction in the measured ejection fraction (ef). It was noted that these findings were consistent with left main (lm) artery disease. A cardiac catheterization was performed and the lm was not accessible with various coronary catheters. A st-elevated myocardial infarction (stemi) occurred and a intra-aortic balloon pump (iabp) was implanted. An emergent off-pump coronary artery bypass graft (CABG) with left internal mammary artery (lima) to the lad was performed two months and twenty-nine days following the placement of the valve. A computed tomography (CT) angiogram demonstrated the valve was elevated high in relation to the aortic annulus. The reported event was due to a coronary artery obstruction. Three months and eleven days following the implant of the valve, transesophageal echocardiogram (tee) revealed low motion of the left leaflet of the valve. Anticoagulant medication was prescribed. Five months and one day following the implant of this valve, the patient was admitted with chest pain and right coronary artery (rca) ischemia. A redo coronary artery bypass graft (CABG) right internal mammary artery (rima) in situ to mid rca was performed with no complications. The patient had a diagnostic heart catheterization procedure prior to the implant of the valve and the coronary arteries were normal. Following the implant of the valve, the valve migrated and was reported as the cause of the occlusions that required the CABG and the redo-CABG. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the valve was initially implanted high. The original depth was 1-2mm. It was further clarified that the valve had not migrated. The patient was originally admitted for chest pain two months and twenty-three days following the implant of the valve. The origin of the chest pain was not entirely clear. Cardiac mapping was performed as a check-up and demonstrated a moderate scar with moderate residual ischemia with no ischemia in the rca territory. Per the physician, all reported issues were associated with the positioning of the valve. No additional adverse patient effects were reported. Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: enveor-l, serial/lot #: (B)(4), ubd: 13-may-2017, UDI#: if information is provided in the future, a supplemental report will be issued.